Event description:
On (B)(6) 1993 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2020 a computed tomography (CT) scan revealed that the filter was tilted 30 degree to the right abutting the lateral inferior vena cava (ivc) wall. All of the struts extended 2-3mm beyond the ivc wall. The ventral right strut was embedded into the right iliac artery wall and the right posterior struts was embedded into the surface of the psoas muscle. There was no strut fractures or abnormal bends. It was further reported that there was no ivc stenosis and no proximal migration. The apex of the ivc filter was well below the renal veins.

Event description:
On (B)(6) 1993 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2020 a computed tomography (CT) scan revealed that the filter was tilted 30 degree to the right abutting the lateral inferior vena cava (ivc) wall. All of the struts extended 2-3mm beyond the ivc wall. The ventral right strut was embedded into the right iliac artery wall and the right posterior struts was embedded into the surface of the psoas muscle. There was no strut fractures or abnormal bends.